Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The high blood glucose was 462 mg/dl at the time of incident. The other relevant blood glucose was around 187 mg/dl and 197 mg/dl. The customer was treated with insulin pump for high blood glucose. The customer declined troubleshooting for high blood glucose. Troubleshooting was performed for weak battery alarm as well as battery out limit and noticed that the issue was resolved. The insulin pump will not be returned for analysis.